Event description:
"The torque wrench did not fit properly and it felt different from usual and did not close properly. A set screw abnormality was suspected with the device because the result was the same for both the (B)(6) wrench and the biotronik wrench." This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).